Manufacturer narrative:
The patient reported skin irritation on (B)(6) 2026 after using an epatch with universal patch configuration. The patient experienced general redness and blisters/welts and reported that the sensor was getting hot on her skin. The patient has a history of adhesive allergy, and a nurse applied barrier block solution prior to patch application. When the patient notified the nurse about the sensor getting hot, the nurse advised the patient to continue wearing the sensor, explaining that sensors get hot like cellphones. The patient completed the full 5-day prescription period and returned the kit to the doctor's office. The patient sought medical treatment for the skin irritation and was prescribed a topical steroid. The patient did not take a break in service or discontinue use of the device during the prescription period. The skin preparation instructions for barrier block were not followed correctly. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The skin preparation instructions for barrier block were not followed correctly and the patient has a history of adhesive allergy the product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported skin irritation on (B)(6) 2026 after using an epatch with universal patch configuration. The patient experienced general redness and blisters/welts and reported that the sensor was getting hot on her skin. The patient has a history of adhesive allergy, and a nurse applied barrier block solution prior to patch application. When the patient notified the nurse about the sensor getting hot, the nurse advised the patient to continue wearing the sensor, explaining that sensors get hot like cellphones. The patient completed the full 5-day prescription period and returned the kit to the doctor's office. The patient sought medical treatment for the skin irritation and was prescribed a topical steroid. The patient did not take a break in service or discontinue use of the device during the prescription period. The skin preparation instructions for barrier block were not followed correctly.